Manufacturer narrative:
The technician replaced the four brake casters and used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake will lock into place, but the stretcher can still be moved with little effort.